Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer's blood glucose level. Customer support provided instructions for resetting the pump, assisted the caller in the process, and ensured that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears, which was acknowledged and understood by the caller.